Manufacturer narrative:
F2 - uf/importer report # (B)(4). One used sample list # mc330027, 7" connected to 3, unknown, 10ml syringe were returned for evaluation. As received one of the tubes was observed to be separated from shuntless microclave. The tube was analyzed through uv light and insufficient solvent coverage on tube was confirmed. The tube and the inner pocket were found to be within specification. Complaint of separation can be confirmed based. The probable cause is due to insufficient solvent applied during manual process assembly at manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, luer lock where tt was reported that the device had a drawing labs from a central line using trifuse then after drawing back my waste and clamping the tubing, the clave detached from the tubing of the trifuse. There was a patient involved but no harm adverse event reported.

Manufacturer narrative:
Correction is in h10.